Event description:
It was reported by customer PICC line that is leaking around the insertion site. States there is a nurse with him now and the PICC dressing was changed yesterday and is already saturated and leaking today. Explained there could possibly mechanical issue with the port like a hole or tear in the PICC or it may have migrated, or become occluded. Suggested he contact his doctor for evaluation of his PICC line. Also, spoke with nurse. Explained that we are the manufacturer of the PICC and do not have any patient records. We do not have the contact information of the doctor over the patient's care. The nurse says he will help the patient get the contact information for his doctor. On (B)(6) 2024 customer stated that the care nurse noticed there was a lot of wetness, and there was no way to tell where exactly the leakage was coming from. PICC was inserted on the 21st of march and on the 22nd there was leakage and he went to the dr to get it changed. Customer stated he is okay and no harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. H3 other text : device not returned for evaluation.